Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported the procedure was performed to treat a de novo, concentric lesion with moderate tortuosity, heavy calcification and 99% stenosis in the mid left anterior descending (lad) coronary artery. For pre-dilatation, a 1.2 x 6 mm rx tenku balloon catheter was advanced to the target lesion with resistance noted with the patient anatomy. The balloon was inflated but ruptured during the first inflation at 6 atmospheres (atms). There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.